Event description:
It was reported that revision surgery was performed due to pain, functional impairment, and acetabular device loosening. The devices were originally implanted in (B)(6) 2006 and revised in the (B)(6) of 2011.